Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that "the [fluid] deficit was hovering about 150-200. It then started to climb consistently up to 1800 in a more rapid fashion. There was an apparent passage through the fundus but not clearly visible if it was a perforation. The procedure was aborted." The final deficit was approximately 1800ml. An exploratory surgery was not performed to confirm a perforation. No additional details available.